Event description:
It was reported that this patient received multiple inappropriate shocks due to oversensing of noisy signals while putting their grandchild to bed. The shock impedances were high and the last shock had an impedance that was high and out of range. Initially the system was reprogrammed to secondary sensing vector, however subsequently the electrode was explanted and replaced due to the inappropriate shocks with high impedances. The device still remains in service. No additional adverse events were reported.